Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the adaptivestim automatically turned off and could not be turned on with the patient programmer anymore. There were no external contributing factors. No diagnostics/troubleshooting was performed. No interventions or actions were taken to resolve the event. The issue was not resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.

Event description:
Additional information was received from the manufacturer representative reporting that adaptivestim was not active. Therefore, the patient needed to manually adjust the stimulation amplitude. There were no patient symptoms. The cause of the event could not be determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that the adaptive stimulation was automatically turned off. It was reported that the patient was not able to check position through the menu. Factors that may have led or contributed to the issue reported that the patient could not remember if adaptive stimulation was turned off manually via the menu or if there were external factors. Troubleshooting via the phone on march 11th read out the "about"-screen. 7 - 32c 8 - march 7th, 19, 6:10 9 - 81 10 - d0n2 interventions taken to resolve the issue was re-activating adaptive stimulation for the current programmer, "check position" was available again and the stimulation amplitude followed the patient's position. The issue was resolved and no surgical intervention occurred or was planned. No further complications were reported.